Manufacturer narrative:
Exact date unknown, event occurred in (B)(6). Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 19568422.

Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned and was doing well postoperatively.